Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon was unable to perforate the bone. The bone got burned. He had to use a 2mm drill from the hospital. With this drill it went smoothly. No patient injury reported and the event lead to 10 minutes surgical delay. Additional information received on (B)(6) 2018: this happened when the surgeon was drilling the first hole, the oblong hole of the metatarsal. It took very long to drill the hole, the bone was burned. After this the surgeon made a second hole with this drill, it was the oblong hole of the phalanx. Because this was also very difficult to penetrate the bone, the surgeon asked for a small drill from the hospital. This worked without any problems, also with drilling all the other holes with their own drill. The surgeon said this happened before. The patients bone quality was normal, no osteoporosis and no sclerotic bone. Nothing unusual happened, only the drill didn¿t perform.

Manufacturer narrative:
Integra has completed their internal investigation on february 12. 2018. A visual inspection of 47 parts 119618 batch fmae always in stock was performed on 05 january 2018 and products are compliant with our requirements. DHR review; no anomaly was found. Complaints history; this is the seventh incident for similar issue after the review complaint records during last two years. Conclusion: as no anomaly was found during documentary review and visual inspection of the parts in stock, the root cause cannot be determined.